Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the personal profiles screen. Customer's blood glucose (bg) level was "high". High bg was addressed with manual injections. Reportedly, customer reverted to an alternate pump for insulin therapy.